Event description:
A physician's report was received dated 6/29/2006. A female was hospitalized for a superior peripheric corneal ulcer and numerous other satellite. She received antibiotherapy (gentalin, vancomycin). The next day, amoeba keratitis was suspected and hexamidine and valaciclovir were added. Tyndall presence led to atropine treatment. Two days later, dexamethasone and neomycin combination was added. The following day, as the inflammation had worsened, epithelial debridement was performed and corneal culture was performed. Two days later, presence of fusarium in corneal culture was confirmed and treatment with amphotericin b and natamycin started. A strong conjunctival inflammation was present and suspected to be of fusarium origin. No medical documentation available.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.